Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -13.0/1.5/164 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The surgeon reports there is tass and additionally reported - fibrin, strong flares, adhesive around eye, medication used. The surgeon reports there will be not additional intervention as the symptoms have resolved. Lens remains implanted.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - fibrin, strong flares, adhesive around eye. H6 - type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrective and/or preventive actions are being addressed through CAPA: 24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. Claim#: (B)(4).